Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of transmission revealed that the right atrial lead exhibited low lead impedance. The patient was brought in-clinic and lead impedance was not low when measurements were forced. Auto-polarity switch was programmed on and the lead would continue to be monitored. No further information could be obtained.